Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, 20ml bd luer-lok syringe, threaded center part of the syringe broke off in the IV port. No patient harm.